Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use, there was difficulty releasing the outer sheath of the smart control stent delivery system (sds) which caused the stent to inaccurately place in the patient. When the device was removed, the user noticed that the sds was kinked. Another stent was implanted. The patient had an occlusion of superficial femoral artery (sfa) of left lower limb. The sfa was not tortuous and mildly calcified. A punctured was made at the right common femoral artery. A competitor's sheath was used to access the left lesion. An unknown v18 guidewire was used to open the occluded segment. An unknown 2×150 and 4×150 balloon catheters were used to pre-dilate the plug segment respectively, and the smart control 6 × 100mm sds was used for implant. During the release process, the outer sheath was difficult to withdraw, which led to the deviation of the position of the stent, and the implantation of a smart salvage stent did not cause any additional injury to the patient. But one more stent was implanted. After withdrawing the release system, it was found that there was kinked in the smart delivery system. The operator suspected that it might be the cause of the release difficulty and hoped to detect the delivery system. The user did not have a difficult time placing the stent at the landing zone. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted about the stent delivery system prior to use. The device package was not damaged. Excessive force was not used when the device was removed from the packaging. Excessive force was not used during the procedure.

Manufacturer narrative:
During a left superficial femoral artery (sfa) stenting procedure, there was difficulty releasing the outer sheath of the smart control stent delivery system (sds) which caused the stent to be inaccurately placed in the patient. When the device was removed, the user noticed that the sds was kinked. Another stent was implanted at the intended location. The patient had an occlusion of the left superficial femoral artery (sfa). The sfa was not tortuous and mildly calcified. A puncture was made at the right common femoral artery. A competitor's sheath was used to access the left lesion. A competitor¿s guidewire was used to open the occluded segment. Unknown 2×150 and 4×150 balloon catheters were used to pre-dilate the segment respectively, and the smart control 6 × 100mm sds was used for implant. During the release process, the outer sheath was difficult to withdraw, which led to the deviation of the position of the stent, and the implantation of a smart salvage stent. After withdrawing the release system, it was found that there was a kink in the stent delivery system. The operator suspected that it might be the cause of the release difficulty. The user did not have a difficult time delivering the stent to the landing zone. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted on stent delivery system prior to use. The device packaging was not damaged. Excessive force was not used when the device was removed from the packaging. Excessive force was not used during the procedure. No other information was reported. The device was returned for analysis. One non-sterile ses smart control 6x100 120 was received for analysis inside a plastic bag. No original packaging was returned. The locking pin was not returned. Per visual analysis, the stent was already deployed. The outer shaft on the strain relief areas was noted to be kinked/bent. No other anomalies were noted. A product history record (phr) review of lot 17788422 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses - deployment difficulty - inaccurate placement¿ could not be confirmed since it cannot be properly evaluated due to the nature of the complaint and no procedural films were received. The reported ¿stent delivery system (sds)-ses - kinked/bent - in patient¿ was confirmed since a bent condition was noted on the strain relief on the outer shaft of the device. It could be suggested that procedural and handling factors as well as vessel characteristics may have contributed to the bent condition. Nevertheless, the cause of the bent condition could not be conclusively determined during the product evaluation. Per the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent.¿ ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.